Manufacturer narrative:
Internal complaint reference: case-(B)(4). Paper: radiofrequency tissue ablation for obstructive sleep apnea hypopnea syndrome.

Event description:
It was reported that on literature review "radiofrequency tissue ablation for obstructive sleep apnea hypopnea syndrome", 1 patient had a postoperative bleeding caused by postoperative infection after a radiofrequency procedure using a reflex 55 wand and a coblator surgery system. The event was treated by suturing but unknown how the infection was treated. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/instructions for use, risk management and corrective and preventive actions, non conformance, probabilistic risk assessment/health hazard evaluation review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction: b1.